Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent repair of vaginal defect and excision of mesh on (B)(6) 2003 due to mesh erosion post anterior colporrhaphy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure and mesh was implanted due to pelvic organ prolapse, stress urinary incontinence, cystocele and rectocele. Following insertion, the patient experienced recurrence, dyspareunia, and vaginal scarring. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and aris were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that patient underwent placement of a mentor aris mesh, and partial excision of previously placed mesh on (B)(6) 2007. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/05/2016, (B)(4). It was reported that following insertion the patient experienced infection, cystocele, rectocele, sui and hematuria. It was also reported that the patient underwent mesh revision on (B)(6) 2007 due to cystocele, rectocele sui and mesh erosion by dr. (B)(6).